Manufacturer narrative:
Alleged failure: the breakage of the drill occurred during an acl reconstruction operation, the cutter broke in the first milling of the femoral tunnel. There was a delay because the surgeon sought to find out in scopia if there were any metal residues inside the joint. The intervention ended successfully. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.